Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report of mechanical damage on a patient pump of a heater-cooler 3t system during priming. Reportedly the pump was not working and was not blocked. A reportable malfunction cannot be excluded thus this event is conservatively assessed as reportable. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
No similar events were recorded on the impacted device. It cannot be excluded that the pump installed in the 3t tanks could malfunction either due to a mechanical defect that causes the motor to not turn freely or to a defect on the circuit board.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the problem was solved by replacement of the patient pump. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.